Event description:
It was reported that a needle broke during suturing on an unk date. The pt was x-rayed and the broken needle was identified in the perineum. The pt was taken to the operating room and the needle was removed.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.